Event description:
A us disruptor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon eval, there was an open along the brown (-5v) wire inside the trunk cable. The cause of the non-functional ECG electrodes is the open brown wire. The root cause of the open brown wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse events resulted from the open wire.